Event description:
Customer reported that she was in the hospital. Customer did not have the sets to use with the insulin pump. Blood glucose level was not reported. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.